Manufacturer narrative:
The available information suggests the device remains implanted. The local area field representative was contacted for additional information. This report will be updated should additional information become available.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) experienced a stroke one day post implant. The patient subsequently expired a few weeks later. The cause of death was not reported. There were no allegations against device functionality.